Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert (lia) was triggered due to oversensing and sensing integrity counter (sic) and there was t-wave oversensing (twos). It was further reported the patient has frequent premature junctional contractions (pjc). The patient has twos on both the intrinsic r wave and the pjc r wave. The lead was reprogrammed tip to coil and the sensitivity was decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.